Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 5086mri45, lead; implant: 2013-(B)(6). (B)(4).

Event description:
It was reported by the patient that their right ventricular (rv) lead had perforated the heart. Follow-up with the clinic revealed the patient experienced a "late microperforation with pericarditis" and "minimal pericardial effusion." The lead was repositioned, the patient was observed, and no further treatment was necessary. No further patient complications have been reported as a result of this event.